Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that they had inserted a new sensor for his insulin pump but that the calculation errors are not correct and they have thrown away a sensor. Customer indicated that they had a blood glucose of 81 mg/dl. Customer does not recall any significant events leading to the error however, they are having bleeding when inserting the sensor. Troubleshooting informed customer that insertion may impact sensor performance and advised on proper sensor insertion. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.